Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the gantry cable chain to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the high voltage cables for the imaging system hv tank were cracked. The reported issue was discovered while performing a planned maintenance (pm). No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect gantry cable chain was returned to the manufacturer for evaluation. Visual inspection found that the candlestick at the end of the chain was cracked.